Event description:
It was reported the patient had a loss of therapeutic effect which occurred following a fall on (B)(6), 2011 where the patient broke her hip. The patient had surgery to put a plate in her hip and since the hospitalization the patient had not received stimulation sensation or therapeutic effect. Stimulation was able to be increased and, subsequently, the patient felt stimulation between her legs as before the fall. The patient's status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na, lead model 3889, lot # v746887, implanted: 2011-(B)(6), explanted: unk.